Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 508mg/dl, an unspecified level of ketones, and a loss of consciousness. The cause of elevated bg was unknown. The customer was transported via ambulance to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with no permanent damage sustained. Customer declined further troubleshooting with tandem technical support.